Event description:
Procedure: sigmoidectomy. According to the reporter: the client is reporting that the device did not staple properly. The staple line was over sewed. Another device was applied. There was slight fluid leakage with no tissue loss or adverse blood loss reported. Surgery time was extended beyond 30 minutes.